Event description:
It was reported that a pump malfunction occurred without any notable prior events. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup insulin therapy, and coordinated technical support (cts) arranged for the pump to be replaced. The customer was instructed on returning the faulty pump and confirmed understanding of the process.